Event description:
It was reported that when using the bd pyxis¿ es server, its all stations was in critical override mode. The customer reported there was a delay in dispensing medications to the patient, issue occurred during medication and unable to remove meds during malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available. (Need to add this statement in h11).

Manufacturer narrative:
The following field had been updated with additional information: h6. Upon investigation of the actual device used in this incident, it was determined that all stations were in critical override mode. The technical support specialist (tss) dialed into the server; services were verified to be running. A server down query showed the last heartbeat was current, though care fusion coordination engine extensible markup language messages were crossing and one active interface ID flag was present. The tss checked and confirmed with the customer there were no critical override icons were displayed. The technical support specialist verified with the customer that the issue had been resolved on the customer's end.

Event description:
It was reported that when using the bd pyxis¿ es server, its all stations was in critical override mode. The customer reported there was a delay in dispensing medications to the patient, issue occurred during medication and unable to remove meds during malfunction. There were no adverse events or injuries reported based on this event.